Event description:
Initial info was received from physician via sales rep on (B)(6) 2011: a female pt received poly-l-lactic acid (sculptra aesthetic; lot number and exp date: unk) for unk indication on unk date. She experienced painful nodules (size of a piece of rice), after the second vial in (B)(6) 2011. She also experienced fever, lymph node enlargement, and malaise on unk date. Lab values showed elevated basal cell count on unk date. Outcome of the event was unk at the time of this report. Concomitant medications and medical history were not provided. No further relevant medical info reported.